Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid and abdominal pain. Two days after the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 96 hours, ongoing), ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) and amikacin injection (125mg, intraperitoneal, once daily, ongoing) for peritonitis. Twelve days after hospital admission, the patient was discharged. Pd therapy was ongoing. Twelve days after event onset, the patient recovered from the events. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.